Event description:
Damage code: ps6 (any particulate inside pouch) received the product(s) and during incoming/labeling operation found the following defect. Details of the defect is organic particle matter inside pouch.

Manufacturer narrative:
(B)(4). The complaint indicated organic foreign matter. Each package in the sales unit was visually inspected and it was confirmed on one package that foreign matter was present. The package was opened to view the foreign matter under microscope and the foreign matter was identified as an insect with wings. The insect was smashed flat and dry, but intact. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.